Manufacturer narrative:
Retainer = black. Customer returned insulin pump for an alleged critical pump error (open book image) and stuck button alarms found on 11/23/2021. Device was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test or verify stuck button alarm due to critical pump error (open book image) alarm. A review of the history files shows on 11/23/2021 there were two (2) stuck key alarms (11:03 and 12:47) that occurred. Per global logic analysis the critical pump error (open book image ) alarm is a force sensor failure. Force sensor measurement is "0". This is possible when wiring to sensor is broken. Force sensor alarms generates 3 errors per fist occurrence (3x 0xdead0034 in error log). Device was turned off by user, after restart went to "open book". The pump was cut open to perform a visual inspection. No moisture damage on the keypad assembly however, moisture damage was found on the inside of the battery tube, on pcba 1, the motor, and force sensor. Critical pump error (open book image) alarm and pump error 35 alarm are due to moisture damage on the force sensor. The force sensor zero offset is within specification (23.1` mv) and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, serial number label stained and fading, pillowing keypad overlay, cracked battery compartment, and cracked battery tube threads. Critical pump error (open book image) alarm and pump error 35 alarm are confirmed due to moisture damage on the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and open book image. Customer also reported that the insulin pump had stuck button. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.